Event description:
It was reported the customer's insulin pump was in suspend mode when it was not programmed to be suspended. The customer also reported they did not receive any alarms from the insulin pump. The customer's insulin pump also had incorrect date. The customer's blood glucose was 22 mmol/l. Customer was currently hospitalized and was able to lower their blood glucose to 11 mmol/l. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.